Event description:
The haptic of the lens bent in the delivery device during setup. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.